Event description:
The pt reported experiencing wetness in the cartridge compartment of the infusion device since beginning use in (B)(6) 2010. She also reported issues with air bubbles and she believes the infusion device delivers too little insulin. She stated her blood glucose elevated up to 300 mg/dl and she bolused through the infusion device and injected insulin via pen to lower her readings. Her normal blood glucose level is 120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.